Event description:
The customer reported a cine function issue. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue patient delay, damaged vasculature, or termination of an interventional procedure. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found the problem was caused by customer misuse of the application. The customer was informed of the proper procedure. The system operates is intended.